Event description:
On (B)(6) 2025, a peritoneal dialysis (pd) patient contact stated a pd patient was in the hospital. The contact stated it was peritoneal dialysis (pd) related and indicated there was something wrong with port and that it was infected but did not know which infection. The contact stated the patient was to be discharged on (B)(6) 2025. Upon follow-up, the pdrn stated the patient only performs continuous ambulatory pd (capd) and has never utilized a liberty select cycler. The pdrn stated the patient presented to the emergency room on (B)(6) 2025 with complaints of pd catheter (not a (B)(6) product) exit site pain. The patient was taken to interventional radiology, and an exploration of the pd catheter¿s tunnel revealed 3 abscesses which had become infected (did not progress to peritonitis). As a result, the patient¿s pd catheter was surgically removed, and a temporary hemodialysis (hd) catheter (not a fresenius product) was placed. The patient transitioned to hd without reported issue, and the patient¿s abdominal pain has resolved. The patient was treated with intravenous antibiotics; however, the drugs, dosages, frequencies, durations were not provided. Per the pdrn, the events were unrelated to any (B)(6) product(s), drug(s), and/or device(s) malfunction or deficiency. The patient is recovering and was discharged on (B)(6) 2025 and began outpatient hd on (B)(6) 2025. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).